Event description:
Bipap unit ceased functioning while on pt. Audible alarm for "vent inop" was activated and appropriate clinical intervention were immediately provided to the pt. Unit was removed and placed out of service in need of repair. MFR confirmed failure and completed repairs on the unit. Unit was tested and approved for use.